Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, unintended movement was observed in the shaft. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
N/a.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported unintended movement associated with dc shaft positioning. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement associated with dc shaft positioning could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.